Event description:
Philips received a complaint by the customer on the v60 indicating that the device turned off while in use on a patient. There was no harm to the patient or user noted. It is unknown if medical intervention was provided to the patient or a delay. The investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device turned off while in use on a patient. There was no harm to the patient or user noted. The device was swapped out with a different device. No medical intervention provided to the patient. Per a good faith effort response, it was confirmed that according to the description of the biomed on site, the device failed during ventilation. The annual service on the device is performed by a third-party service provider. The device was tested according to the test protocol. No deviations could be determined. The only noticeable thing was that the battery did not work. (Even after a longer time on the mains, the device could not be started via the battery, or stops operating as soon as it is removed from the mains. The defective battery was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.